Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. Cardiac surgery was being performed on a patient who had a watchman ® laa closure device implanted at an unknown date. The physician said the patient had mitral valve stenosis and seemed to be developing thrombus on the side of the closure device. The physician wanted to remove the closure device; however, was unable to because the closure device was anchored to the tissue of the laa.